Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014 at 7:31 p. M. The patient manages her diabetes with oral medication (unknown type), diet, and exercise. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, immediately after the alleged issue occurred, she developed symptoms of ¿blurry vision¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.